Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1gram, daily, intraperitoneal) and vancomycin (2grams, for 5 days, intraperitoneal) for peritonitis. At the time of this report, the patient outcome was reported as "stable". Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.